Manufacturer narrative:
(B)(4). No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a l2-s1 spinal fusion procedure, the surgeon alleged a 4-5 millimeter medial inaccuracy. The inaccuracy was noted when the post-spin was taken. Software appeared to be tracking accurately during the surgery. The left pedical of l2 and l3 levels breached the pedical, shown in the post-op spin. Surgeon removed the left l2 and left l3 screws and placed hooks instead. Surgeon was using the long pedical probe for the lumbar screw placement and the lumbar probe for the sacral screw placement. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy.